Event description:
This notification is being reviewed due to a user of a dreamstation bipap avaps30 device with an allegation of visible foam degradation. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. During evaluation, visible foam degradation was found in the device assembly. Error code 4, error code 53 (indicating an issue with the pca), and error code 223 were found in the device log history.